Event description:
It was reported that the patient had a sepsis infection less than one month after the implant of the implantable pulse generator (ipg) system. The ipg system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01 device, implanted: (B)(6) 2014. (B)(4).